Event description:
Via a medwatch report, the pt stated that their second intrathecal baclofen pump failed. No pt symptoms were reported; however, the pt stated it was life threatening. The pt also stated, that they were having pump failure symptomology in 05, but it went undiagnosed until 06. The pt stated, they were hospitalized in 05, then made 3 emergency room visits (one with the squad), and then the pt was so ill, that they were admitted for 12 days in 06. The pt stated their recovery took unitl the fall of 07. No further info is available. The initial pump was reported in MFR's report number: 2182207-2007-03551.